Manufacturer narrative:
The device history record (DHR) for lot 15e210462x indicates there were no defects found in (B)(4) samples inspected from the lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. A formal corrective and preventative action (CAPA) is open which will introduce a new mechanism to thread the element into the gauze to improve accuracy and reduce the possible burning of the element which could contribute to a broken element. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. Customer reports that half of the gauze within the package contained the blue x ray strips and the other half did not.